Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A clinical manager reported that following an intraocular lens (iol) implant procedure, the patient was "unsatisfied with the visual outcome. The iol was exchanged for another iol approximately 7 months after the initial implantation. Additional information has been requested.

Event description:
Additional information was provided indicating that in the surgeon's opinion the iol did not cause or contribute to the refractive surprise. The new iol products have unrefined a-constants. The iol was exchanged for the same iol model but half a diopter difference of power.

Manufacturer narrative:
Summary: based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).